Event description:
Rptr indicated that his vns therapy programming computer was not operating properly. He stated that "it repeatedly froze during interrogations." It was also reported that troubleshooting was attempted via device reset, but the screen kept freezing. Good faith attempts to obtain prod for analysis are currently being made.

Manufacturer narrative:
Device malfunction has occurred, but did not cause or contribute to a death or serious injury.